Event description:
A 1481t telemetry system was being used to monitor pt. The pt expired and the monitoring system failed to alarm. The hosp biomedical engineer confirmed that the monitoring system failed to alarm because both the heart rate and arrhythmia alarms had been disabled by the operator prior to the event.